Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self test. Pump passed off no power test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, missing reservoir tube o ring and broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 5.4 mmol/l at the time of the incident. The customer also reported that the insulin pump was unable to exit rewind/prime loop and the insulin was squirting during manual prime process. The customer stated that the drive support cap has one side indented and the other side flat. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.